Event description:
The following was reported: the scope had fuzzy picture. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Conclusion summary: the device was sent to the karl storz assessment and repair department for inspection. During the technical inspection, the error description provided by the customer, fuzzy picture during procedure, could be confirmed. During the examination of the optics, severe impact marks were found on the barrel. The eyepiece funnel and the color ring are also severely, chemically damaged due to the age of the optics (17 years) and the corresponding wear and tear. The engraving ring is twisted, and the markings are outside the defined axis. The optics show clear signs of unauthorized repair. The original serial number is no longer present or may have been mechanically removed. The imaging shows blurring in the right-hand edge area, leading to distortion in this area. Foreign particles and abrasion are visible in the rod lens system. The damage found is not due to a manufacturing/production defect but to clinical use/clinical reprocessing and third-party repair of the optics. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint (B)(4).